Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixing the mesh during the laparoscopic incisional hernia repair, as they attempted to reload the device, the 5mm reload was unable to fasten correctly onto the shaft. However, following extensive "manipulation" was done at the end of the procedure, they were able to load the reload onto the shaft correctly. The surgeon decided he had use enough tacks and therefore proceeded to finish the procedure. The patient has no injury.